Event description:
A pt underwent implantation of staar model cc4204bf intraocular lens in pt's right eye. After two weeks post-op it was noticed pt had developed endophthalmitis and had hypopyon. Vitreous aspiration and vitrectomy were done on the pt's eye, during which the posterior capsule opened and the lens dislocated. The lens was removed.